Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). At the moment it is not known if a patient got infected with mycobacterium chimaera. It is also not known if the heater-cooler system 3t which was used during the procedure was contaminated with mycobacterium chimaera. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report ((B)(4)) which indicated that the hospital notified a patient who underwent a mitral valve replacement in (B)(6) 2015 could be infected with mycobacterium chimaera because a potential contaminated heater-cooler system 3t was used during the procedure.

Manufacturer narrative:
Through follow up communication with the customer it was confirmed that there is no known device malfunction and no known patient issue. The user report was filed for informational purposes. Due to this the event has been reevaluated as non-reportable and the MDR is being voided.